Event description:
Reporter alleged the test strip vial label used with the glucose monitoring device is faded or smeared. It was stated the expiration date looked as if it were 05-2006 and customer restated it to be 06-2006 however, the MFR's inventory system indicate the product is expired with a date of 03-2006. No actions or treatment reportedly resulted. A request was made for the return of the suspect device and replacement product was sent.